Manufacturer narrative:
The pump was returned for alleged no communication between pump and mobile device found on nov 14, 2023. Pump received with missing retainer ring. Unable to perform displacement test due to missing retainer ring. Unable to lock a test sc1 cap and reservoir into the reservoir compartment due to missing retainer ring. Unit passed self test. No unexpected alarms noted during testing. Pump successfully downloaded traces and history files using thump. Successfully uploaded to carelink and generated reports. Pump properly paired to minimed mobile app on a samsung s9 phone and apple iphone xs. No communication anomaly noted. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. The following were noted during visual inspection: minor scratches on case, detached retainer ring, and missing o-ring(reservoir tube). Alleged no communication between pump and mobile device not confirmed during testing. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Instructions provided to resolve issue - no escalation required.